Event description:
It was reported that within a few days of implant, the patient experienced diaphragmatic stimulation and the left ventricular (lv) lead exhibited increased thresholds. The lv output and pacing was reprogrammed and the lead remains in use. The patient is a part of the attain success clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.